Manufacturer narrative:
A supplemental report will be submitted if additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely; however, no error of faults were observed in the device memory. It was noted elective replacement indicator (eri) battery status was declared on november 28, 2020, after about four years of implant time. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure. Subsequently, this device was explanted and replaced. The unit is not expected to be returned for any post explant laboratory analysis.

Manufacturer narrative:
A supplemental report will be submitted if additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely; however, no error of faults were observed in the device memory. It was noted elective replacement indicator (eri) battery status was declared on (B)(6) 2020, after about four years of implant time. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.